Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. A a3dr01, implantable pulse generator (ipg): (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient felt currents at the chest area when paced in unipolar. The pacing configuration was reprogrammed to bipolar. The lead remains in use with continued follow-up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.